Event description:
It was reported that carryover occurred during use with bd facslyric¿. There was no report of patient impact. The following information was provided by the initial reporter: 663029 - facslyric 3l12c instrument ceivd - carry over issue.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing high carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 24jan2021 to date 24jan2022. Complaint trend: there are 5 complaints related to the issue of high carryover; date range from 24jan2021 to date 24jan2022. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # 663029-663029-r663029000319-107410423-21, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to an improper sit height. The customer had reported that they were experiencing carryover while using this instrument and an fse (field service engineer) was sent onsite. The fse inspected the instrument and adjusted the sit height using the alignment tool. After this adjustment the customer confirmed that the carryover had been resolved and the instrument was functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # 01577508 install date: 14sep2021 defective part number: n/a work order notes: subject / reported: 663029 - facslyric 3l12c instrument ceivd - carry over issue problem description: 663029 - facslyric 3l12c instrument ceivd - carry over issue work performed: adjust sample line height, to the bd default by using the alignment tool. Customer has validated the carry over today and the carry-over was around 0% ( ok ). Customer will keeps us informed about the future carry-over checks. Issue resolved. Cause: sample line height solution: adjust height, with aligment tool returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no azure ID: 89236 ID: libivd-ra-256 3.1.34 reg status: ivd; ruo hazard: incorrect data. Source: flow cell fmea cause: tubing or port detail diameters at spec extremes, causing misalignment. Harmful effects: 1. Unacceptable carryover 2. Potential incorrect results risk control: sample carryover testing to confirm the sample carryover level to specifications. Req link (azure ID): n/a implementation verification: lsvn-1013-dp sample carryover effectiveness verification: lsvn-1013-dr probability: 1 severity: 3 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the carryover between sample tests was due to improper sit length. Conclusion: based on the investigation results the root cause of the carryover between sample tests was due to improper sit length. The fse confirmed the issue and adjusted the sample line height using the alignment tool. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is moderate, s3, and there was no impact to patient health or safety. H3 other text : see h10.

Event description:
It was reported that carryover occurred during use with bd facslyric¿. There was no report of patient impact. The following information was provided by the initial reporter: 663029 - facslyric 3l12c instrument ceivd - carry over issue.